Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a patient was experienced high intra ocular pressure (iop) and was given with medical treatment. The procedure details were not provided. The symptoms were resolved.

Manufacturer narrative:
Additional information was provided in sections h.6 and h.10. A review of confirmed complaints for patients that have experienced high intraocular pressure showed no complaints since the beginning of 2015. The root cause of the reported event cannot be determined. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).